Event description:
It was reported that the system was in sample mode and the green cable error code would appear on the lcd screen. The pt was completed using another control module.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.